Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed a large leak in manual mode. The bag arm hose was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the airway pressure gauge was not operating as expected. There was no report of patient involvement.